Event description:
The customer reported that the device failed preventive maintenance. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted calibration / preventive maintenance. Replaced door assy with keypad. Keypad recall completed. A review of the device history record showed the device had a manufacture date of 11/26/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted calibration / preventive maintenance. Replaced door assy with keypad. Keypad recall completed.. A review of the device history record showed the device had a manufacture date of 11/26/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. Keypad recall completed. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for keypad.

Event description:
The customer reported that the device failed preventive maintenance. No patient involvement.